Event description:
(B)(6) pharmacist stated a customer received a blood glucose reading of 5.5mmol/l on the contour next, retested with a different meter and the reading was 2.4mmol/l the difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The advocate was advised to return the test strips for evaluation. Replacement test strips and meter were sent to the customer.

Manufacturer narrative:
In some countries outside the us, customer information is not provided due to privacy laws.